Event description:
A morphine pca pump was initiated and started post-operatively on pt in 2009, at 1830 - 50 mg morphine/50 cc ns. The pump was set to administer 1 mg per 15 minutes. After priming the pump and tubing 35 cc were left in bag prior to initiation of medication. Rn checked pt and pump at 1920, the infusion bag was empty but the pump read that there was still 35 cc in bag and 0 -zero- infused. Pt stable and monitored closely. The pump was taken out of service.